Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn (B)(6), +16.0d). On postoperative exam, the lal was noted to be decentered. A secondary procedure was successfully performed (B)(6) 2026 to reposition the lal.